Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a teflon infusion set, with blood glucose reaching 308 mg/dl for approximately five hours after an infusion set change; inspection of the removed set did not show a bent cannula, and the user attributed the issue to poor absorption at a scarred site, with glucose improving after a full supply change and placement at a new site. Symptoms included high blood glucose without ketosis, dizziness, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no hospitalization, no backup therapy, and resolution after site change. Investigation included technical support troubleshooting and user education regarding infusion site assessment and replacement. Investigation of this case revealed that the event was consistent with infusion site absorption issues rather than a hardware malfunction, given immediate improvement after moving to a new site and normal tubing and cartridge checks. It was concluded that the hyperglycemia was most likely related to infusion site performance at a scarred area, with device function not implicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.